Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery gauge was observed to be fluctuating. There was no reported impact to the customer's blood glucose level due to the battery issue. Review of the pump data logs by tandem technical support showed the battery gauge was fluctuating. Reportedly the customer had manual injections as alternate insulin therapy.